Manufacturer narrative:
¿Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an unrelated surgery on unknown date. It is unknown if the ipg was put into surgery mode during the surgery. After the procedure, the ipg was unable to communicate with external devices and patient lost therapy. Troubleshooting did not resolve the issue.

Event description:
Additional information was received that surgery occurred to explant and replace the ipg to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that the system was unable to successfully maintain a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.